Manufacturer narrative:
H10: internal complaint reference: (B)(4). The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection revealed that the blue split cannula, depth indicator, and device were all returned. There was no obvious debris. The crimp and dimple markings on the needle were present. The manual actuator was fully pushed up, and the depth indicator had already been cut. No suture was returned. A functional evaluation could not be performed in full due to the previously deployment of the anchors. The manual actuator functioned as expected. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. Delivery instrumentation is required for proper placement of the implants for optimal surgical result. Do not bend delivery needle. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during meniscus repair, the ultra fast fix t1 was deployed successfully, when advanced the yellow slider, t2 was fall out from needle under arthroscopy. It is unknown if there was a delay and a back up was available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.